Manufacturer narrative:
Summary of evaluation: the information provided and the examination results indicate that this event is not device related but rather is associated with intra-operative selection of the wrong tibial insert. This event should not have been treated as a quality complaint.

Event description:
The insert would not fit properly with the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.